Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
Wake button- screen on: it was reported that the wake button was unresponsive. The customer reported a blood glucose level of 210 (mg/dl). During troubleshooting with tandem technical support, the pump display powered on when plugged into a power source. The customer will use manual injections and/or remain on the pump for insulin therapy.